Event description:
Additional information received indicates surgery took place on (B)(6) 2024 wherein the ipg was moved to a new site to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was the patient's ipg was loose and flipping in the pocket. Surgical intervention may be pending to address the issue.